Manufacturer narrative:
Investigation: complaint trending review of the lot for this issue reveals this is the first complaint. The non-conformances were reviewed for this batch and there was no record of non-conformance associated with this batch. The sample received confirmed foreign matter on the luer lock of the syringe. It is possible that the foreign matter originates from the moulding process.

Event description:
It was reported that before use of the bd posiflush¿ xs pre-filled flush syringe at the opening strange black deposit noticed at the luer lock attachment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd posiflush xs pre-filled flush syringe at the opening strange black deposit noticed at the luer lock attachment.